Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported an intermittent unresponsive touchscreen that was not resolved by calibration. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that re-seating the cable that connects the touchscreen to the user interface (ui) printed circuit board assembly (pcba) resolved the problem. No parts were replaced. The ventilator successfully passed performance specification testing after service was completed.